Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer was out of the insulin pump because it had no battery and the battery cap was damaged. Customer's current blood glucose was 268 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.